Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), swelling ("swelling"), feeling abnormal ("brain fog") and mood altered ("mood changes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, swelling, feeling abnormal and mood altered had not resolved and the fibromyalgia outcome was unknown. The reporter considered feeling abnormal, fibromyalgia, mood altered, pelvic pain and swelling to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: swelling, pelvic pain, feeling abnormal, mood change, fibromyalgia. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received- case becomes incident. Event injury to herself was removed. New events fibromyalgia, swelling, pain, brain fog, and mood changes were added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.